Event description:
It was reported that the patient was rushed to the hospital (reasons unknown) where he was removed from the ventilator and placed on a hospital ventilator. The respiratory therapist was told the patient "had taken a turn for the worse". The autopsy report allegedly states the patient died from cerebral anoxia.